Event description:
During acl reconstruction, the instrument broke inside the pt's knee. After approx. 10 minutes, the surgeon was able to remove the broken piece from the knee. The surgery proceeded without further delay.